Event description:
A 8 mm diameter x 40 mm length bridge assurant biliary stent was inserted for use in a patient for treatment of an unknonwn lesion in 2002. It was reported that the device would not pass through a 6 f pinnacle sheath. The device and sheath were removeed, and the device was successfully implanted through a 7 f sheath. No clinical sequelae were reported, and the patient is reported to be fine.